Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 ( type of investigation, investigation findings, investigation conclusion, component code), h10, h11 corrected fields: e3. A getinge field service engineer (fse) the cardiosave intra-aortic balloon pump (iabp) had "material integrity issue". There was no patient involved or adverse event reported. During the equipment inspection, it was found that the pipe joint from the compression pump to the cylinder had serious aging problems and needed to be replaced. As part of pm the scroll compressor, drive manifold assembly, safety disk, vacuum tube assembly and pressure tube assembly of the machine are all outdated and replaced. Preventive maintenance and repairs on cardiosave were completed according to factory specifications. The equipment has passed all factory-specified performance and safety index tests. The device has been delivered to the customer and is ready for clinical use.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. E1 due to character restrictions event site telephone is (B)(6).

Event description:
It was reported that during inspection, the cardiosave intra-aortic balloon pump (iabp) unit was found to have a pipeline joint from the compression pump to the cylinder had serious aging problems and needed to be replaced. There was no patient involvement.